Manufacturer narrative:
Lens remains implanted and patient is consulting with an orthoptist. A review of the manufacturing record was performed and met specifications. Patient stated he is still experiencing double vision and a vision strongly out of line. The cause of this event could not be determined. A product deficiency could not be identified. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Intraocular lens remains implanted.

Event description:
A complaint was received by customer service from a patient who had cataract surgery (B)(6) 2008 with a (B)(4), 13.5 diopter lens implantation. The patient is reporting that one month after surgery in 2008, he had visual trouble similar to squinting/strabismus. He has visited another doctor who confirmed the lens was well implanted but the patient is convinced the lens is the root cause of his visual trouble. He is wearing prism spectacles to compensate this visual trouble but are no longer effective. Patient was referred to an orthoptist by his ophthalmologist.